Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door latches were defective. The field service engineer (fse) found the tower door was equipped with an older type of latches. All latches were replaced to ensure proper mechanical function. After the replacement, diagnostics were run to confirm successful operation. Customer performed inventory. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door kept failing. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.